Manufacturer narrative:
(B)(4). Evaluation: results: (mi). Conclusions: no conclusion could be drawn.

Event description:
The pt had an endeavor sprint stent implanted the prox lad. The day after the index procedure, the pt suffered hypertension and bradycardia and recovered without treatment. Two days after index procedure, the pt suffered from angina and recovered without treatment. One month after the index procedure, the pt suffered from dull back and shoulder pain and recovered without treatment. A year and two months after the index procedure, the pt had an endeavor sprint stent implanted in the prox rca. One and 6 months from the index procedure, the pt had another stent implanted in the mid lad. Cec comments: mi during the index procedure or re-pci, non q-wave mi not in the territory of the target vessel; side branch occlusion, periprocedural mi due to the loss of the side branch during pci to lad. (Ref MFR report number 9612164-2011-00050).